Event description:
Returned incontinence pt information form for an in-fast sling system procedure states: "removal of sparc due to vaginal irritation replaced with infast (occut vaginal mucosal puncture)."